Event description:
Information was received from a healthcare provider regarding a patient who was receiving ropivacaine (naropin) (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient came in for a refill and the reservoir was reading empty reservoir. The physician stated that she updated the pump with correct numbers and the pump was still alarming. Discussed silencing the alarm. The expected residual volume (erv) was 0 and the actual residual volume (arv) was 2-3 ml which she stated was normal with refills. Caller states pt having no therapy issues. Discussed no priming and the hcp did not do that. Discussed programming error and no errors.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.